Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. A review of the drawing, manufacturing instructions, quality control, specifications, functional test and visual inspection was completed during this investigation. The device was returned with the handle in the open position and the basket formation in the open position. The mlla (male luer lock adaptor) is tight. The handle actuated the basket formation. A visual examination noted that one of the wires in the basket formation has pulled out of the distal cannula. No patient harm was reported. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established or reported at this time. Appropriate personnel have been notified to monitor for similar complaints. Per a quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported an operator at the user facility opened the package and found the basket wire broken. This observation was made prior to patient contact. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.